Manufacturer narrative:
The power wheelchair preformed as intended. The end user was not exercising caution and was struck by a motor vehicle while crossing a roadway in the power wheelchair. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic.

Event description:
The end user reported being struck by a motor vehicle while operating the power wheelchair across the roadway in the crosswalk.